Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with episodes of false tachycardia due to oversensing on the implantable cardiac monitor. Programming changes were made. There were no patient consequences.